Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a heart rate in the 40s. The patient had an implantable pulse generator (ipg) check done. It was noted that the right atrial (ra) lead was intermittently under-sensing during arrhythmias. Followup with the patient's clinic was unsuccessful and no further information was able to be obtained. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.